Event description:
The customer reports a false positive architect total b-hcg assay result for one patient sample generated on an architect i2000sr analyzer. The sample generated an initial result of 5454 miu/ml. A new sample was drawn and tested two days later (sid (B)(6)) and generated a result of <1.2 miu/ml. Both samples were then retested and both generated results of <1.2 miu/ml. There is no impact to patient management reported. Note: the initial result of 5454 miu/ml was generated after a sample that generated a very high b-hcg result (value not provided by the customer).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The suspect medical device changed from the architect total b-hcg assay, list: 07k78-30 to the architect i2000sr analyzer, list: 03m74-02. MFR report no. 1628664-2015-00015 has been submitted to document the suspect medical device as the architect i2000sr analyzer . Information received from the customer site now states that there was not a high positive sample preceeding the false positive result as was initially reported.